Event description:
Device displayed an error code that indicates that unit may have entered safety valve open (vent inop) mode while on a pt. The pt was not harmed or injured a result of the event. The biomed could not duplicate the reported event. As precautionary action, the customer's biomed will add the emi upgrade to the device.